Event description:
It was reported that approximately 15 minutes into a davinci s hysterectomy procedure, while the surgeon was cutting adhesions around the uterus to remove from the abdominal wall, the surgeon staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. The mcs instrument was immediately removed and the tip cover was replaced. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found two holes, approximately 180 degrees apart, burned through the silicone. Multiple holes indicate multiple arcing events occurred. The holes are oblong, .025 inches by .010 inches in size, and located .330 inches and .475 inches above the silicone to sleeve interface. Both holes appear to have internal scratches/tears adjacent to the hole that may have been a contributor to the arcing. Engineering also found various mechanical tears away from the holes. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, with the dielectric strength weakened by instrument collisions and/or rough handling. High generator settings may also have contributed to the arcing. The site also returned the monopolar curved scissors (mcs) instrument believed to have been used in the procedure. The instrument did not contain any char marks, burrs, frayed cables, or abnormally sharp edges that may have contributed to the silicone damage. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.